Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low and high blood glucose, with blood glucose of 50 to 500 mg/dl at the time of the incident. The customer was hospitalized due to the pump not delivering insulin correctly. The customer was wearing the insulin pump during the incident and using pump auto mode. Troubleshooting was not completed as the customer declined. The customer was seeking assistance in linking his pump with the meter and transmitter. The customer is now using manual injections after the hospitalization. The insulin pump will not be returned for analysis.